Event description:
The ge oec 9800 fluoroscopy system would not produce an image. There were reported horizontal lines through the image as well. There were reports of distorted images as well.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective image processor pcb. The image processor pcb was removed and replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.